Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that [pt] received a gunther tulip filter on (B)(6) 2006 at (B)(6). Dr.(B)(6) allegedly placed the filter. It is alleged that pt was injured without further explanation. Pt is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on the alleged injuries. No evidence to suggest the product was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that [pt] received a gunther tulip filter on (B)(6) 2006 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that pt was injured without further explanation. Pt is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. .

Event description:
This additional information received on 06/02/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2006 due to dvt. Plaintiff is alleging anxiety.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.